Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2017-01120, 3005168196-2017-01121.

Event description:
The patient was undergoing a coil embolization procedure in the left anterior cerebral artery (aca) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (sch1). It was noted that the anatomy on the patient was a bit tortuous. During the procedure, the physician placed a non-penumbra guiding catheter in the left internal carotid artery (ica), then advanced a non-penumbra microcatheter in the target vessel. After that, the physician placed ten coils in the target vessel. While attempting to advance a smart coil through the microcatheter, the physician did not mention resistance; however, the smart coil became stuck and would not move forward or backward when about half of the smart coil was protruding out of the tip of the microcatheter. Upon pulling back the smart coil in order to remove it, the smart coil unintentionally detached from its pusher assembly. Therefore, the physician decided to use a micro guidewire to push the detached coil in the target vessel; however, it was not successful. When pulling back the micro guidewire, the detached coil got caught with the micro guidewire and was pulled back in the microcatheter. Therefore, the physician removed the microcatheter containing the detached coil. The physician then opened a new non-penumbra microcatheter and continued the procedure by placing seven additional coils in the target vessel. Thereafter, the physician advanced a smart coil in the target vessel and attempted to detach it using a sch1. Although it was observed that the black alignment zone was separated, the smart coil was not successfully detached. Without realizing that the smart coil was not detached, the physician pulled back the smart coil pusher assembly. Subsequently, the smart coil unintentionally detached inside the microcatheter. Therefore, the physician removed the microcatheter containing the detached coil. It was reported that about two-thirds of the smart coil was in the microcatheter. Upon flushing the detached coil out, the physician noticed that a fiber-like object also came out the microcatheter. The physician then re-inserted the microcatheter into the patient's body and the procedure was completed using additional smart coils, the same sch1 and non-penumbra coils without further issues. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the second penumbra smart coil (smart coil) pusher assembly. The pusher assembly was kinked throughout its length, wrapped around itself, and folded. The embolization coil was detached from the pusher assembly and had the proximal constraint sphere intact. The outer diameter (od) of the proximal constraint sphere could not be measured due to excess coagulated blood. Conclusions: evaluation of the returned devices revealed both embolization coils had offset coil winds. This damage may have occurred due to forceful manipulation of the smart coils within tortuous patient anatomy, and may have contributed to the first smart coil becoming stuck near the tip of the non-penumbra microcatheter. The tortuous anatomy itself also likely contributed to any resistance experienced during the procedure. Since the first smart coil¿s pusher assembly was not returned for evaluation, the root cause of the first smart coil¿s unintentional detachment could not be determined. Further evaluation revealed the second smart coil¿s pusher assembly was kinked, wrapped around itself, and folded, and the pet lock was broken. These kinks were likely incidental and likely occurred during packaging for return to penumbra. The broken pet lock indicates that a pull force was applied to the proximal end of the pusher assembly, typically in an attempt to detach the coil with a penumbra smart coil detachment handle (sch1). The tortuosity mentioned in the complaint could have prevented the second smart coil from detaching. Extreme tortuosity along the majority length of the pusher assembly can cause a build-up of friction between the pull wire and pusher tube, overcoming the force that the handle is able to apply. Retracting the smart coil after the failed attempt at detachment likely relieved some of the friction present inside the pusher tube, and allowed the embolization coil to detach. The bloodied fiber-like substance returned on a card was not a component of the returned devices, and was likely coagulated blood from patient anatomy. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01120, 3005168196-2017-01121.